Event description:
Lifesite patient developed an infection six days following implant procedure. Blood cultures grew gram positive cocci in clusters. Additional cultures taken in 2001 grew coag. Negative staphyloccus. Patient had positive blood cultures from 3/2001 until explant.